Manufacturer narrative:
The device was received for evaluation. During functional testing, the second soft key from the left on first row is inoperative was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device second blue soft key from the left on first row is inoperative. No additional information is available.